Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0haza, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient felt electricity go through their whole body during an MRI scan of the head on (B)(6) 2015. The MRI was not related to the patient's device and the MRI facility checked the guidelines the night before the MRI. When the patient got there, they were put through a full body scanner and they were put in the wrong machine. The patient turned their implantable neurostimulator (ins) off. Following the MRI, the patient stopped feeling stimulation and lost therapeutic benefit, even though they turned the ins back on. The patient had urinary symptoms following the MRI and they could not urinate any more. The patient drank a lot of water and when they went they had to push it. The patient couldn't urinate because they didn't feel stimulation to their bladder anymore. Nobody had checked the patient's device yet. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.